Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a stenosis in the common bile duct of a patient on (B)(6), 2010. According to the complainant, the patients anatomy was not tortuous, however during the procedure the stent was unable to be deployed. Strong resistance was encountered and the sheath broke at the distal end of the device near the rx port. Despite attempts, boston scientific has been unable to confirm the exact damage. The stent and delivery system were removed from the patient, and the procedure was successfully completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. Based on the condition of the returned device, and the investigation results of "inner shaft kinked and stent failed to deploy", this event is now deemed non-reportable.

Manufacturer narrative:
(B)(4) (sheath broke).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be implanted within a stenosis in the common bile duct of a patient on (B)(6), 2010. According to the complainant, the patients anatomy was not tortuous, however, during the procedure the stent was unable to be deployed. Strong resistance was encountered and the sheath broke at the distal end of the device near the rx port. Despite attempts, boston scientific has been unable to confirm the exact damage. The stent and delivery system were removed from the patient, and the procedure was successfully completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted on the device. Minor kinks were noted along the outer sheath where the stent was mounted. The inner lumen was exiting through the guidewire access port. During the functional analysis an attempt was made to retract the outer sheath, and the inner lumen exited further through the guidewire access port. The shaft was dissected and the inner lumen and stent were withdrawn. No issues were noted with the stent. The inner lumen was kinked at the skived location from where it had exited the guidewire access port. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.